Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6b, g1, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "textured mammary implants", "baker grade iii capsular contractures" and "possible leaking mammary implants". This is for the right side. The device was explanted and replaced. Device has been returned.

Event description:
Healthcare professional reported right side possible deflation and capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii.